Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation. The irritation was described as welts caused by pressure from the electrodes. The patient's nurse applied tegaderm to the affected area, and the patient's physician recommended to continue to use the tegaderm. Follow-up indicated that the skin irritation was getting better.